Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on 03/21/2024 that a missing sensor wire occurred on (B)(6) 2024. The wearable was inserted into the arm. Follow up contact with the patient was made on 04/07/2024. Additional information was provided. It was reported that on (B)(6) 2024, the patient was admitted to the hospital due to a retained sensor wire in his left arm. They performed surgery, deeply cut the muscle of the patient's left arm to remove the sensor wire. Two full wires were reportedly removed from the patient's arm and the patient was prescribed liquid oral medications (tylenol (paracetamol) 7.5 ml and motrin (ibuprofen) 5 ml). The patient was discharged same day. At the time of the report the patient was still recovering but doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.